Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as non-bsc MDR ID: 3004962788-2016-00292. It was reported that the patient expired following an electromagnetic navigational bronchoscopy (mdt) procedure. The patient underwent an electromagnetic navigational bronchoscopy (mdt) procedure on (B)(6) 2015. On (B)(6) 2016, the customer reported that the patient died. The date and cause of death are unknown at this time and they report that it is impossible to determine if the death was related to device or procedure. On 5 dec 2016 the site reported that a boston scientific vortex diamond 18 was also used during the procedure.